Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet remained lodged in the lead and was unable to be removed while being positioned, so the physician decided to use an alternate lead. The new lead was placed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet stuck in the lumen. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.